Manufacturer narrative:
No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the complaint. The fsr replaced the draw latch assembly and completed corrective maintenance / inspection successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported to the user facility's biomedical engineer (biomed) that the ultrasonic air sensor (uas) had a broken latch. The device was not changed out, as the ccp taped the latch shut. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.